Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During the procedure of mitraclip, there were no lock line knots observed. While removing the lock line before releasing the clip, one line inserted into the device. Resistance was felt while pulling the thread, but a gradual increase in pull force helped in its removal. The clip was successfully deployed at the intended location, reducing the mr to grade 1 post-procedure. There were no adverse patient effects or clinically significant delay reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information reviewed and without the device to analyze, a cause for the difficulty removing the lock line (physical resistance/sticking) cannot be determined. There is no indication of product issue with respect to manufacture, design or labeling.